Event description:
Boston scientific crm received info that this implantable cardioverter defibrillator (ICD) failed to convert the pt's arrhythmia so the pt had to be externally converted. Upon interrogation of the device, 8 shocks had been delivered but none of them were successful. Also, episode details revealed the shocks had been delivered with a shock impedance of <20 ohm or >125 ohm. The pt remained unconscious in intensive care until a few days later when he died.

Manufacturer narrative:
Boston scientific, crm will analyze this device upon receipt and provide additional info once the testing has been completed, and an updated report will be submitted.